Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional device product code: (B)(4). Reporter is a j&j sales representative. Investigation summary: investigation flow: damage. Visual inspection: the 2.7 va lckng scr slf-tpng t8 sd rec 20 (p/n: 02.211.020, lot number: unk) was received at us cq. Visual inspection of the complaint device showed some damage to the threads. The device failure/defect was identified. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. The complaint was confirmed. Investigation conclusion: this complaint is confirmed as the threads were damaged. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, a patient underwent the revision procedure of a tmt-1 due to pseudarthrosis. Initial procedure was performed on (B)(6) 2020 with arthrodesis with 2.7mm variable angle (va) x-plate. Postoperatively, one (1) 2.7mm va locking screw was also broken in the shaft of the screw. The screw was partially explanted during revision procedure. The screw shaft remained in the bone, based on surgeons decision not to remove the broken shaft. Revision was successfully completed without any issue. There was no surgical delay. No further information provided. This report is for one (1) 2.7 va lckng scr slf-tpng t8 sd rec 20. This is report 2 of 3 for complaint (B)(4).